Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. During troubleshooting, customer was able to get insulin to exit the tubing with no alarm. Customer reported noticing air bubbles in the reservoir. Blood glucose level was 125 mg/dl at the time of the call. No further information was provided.